Event description:
Boston scientific crm received information that the patient with this device experienced a syncopal episode. Oversensing was noted on the ventricular channel which resulted in loss of capture. The ventricular lead was replaced and the device remained implanted. This device was explanted five year later for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.